Manufacturer narrative:
A getinge field service engineer (fse) could not duplicate the issue. The unit passed all functional and safety tests per factory specifications and returned to the customer.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) could not zero the pressure. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,e3,h6(impact)

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) could not zero the pressure. There was no patient harm .